Event description:
The surgeon was unable to cut the cage to size as the vboss cage cutter would not work as specified. As a result, the surgeon was unable to use the cage implant and had to resort to a strut graft from the rib.